Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip came loose after using (B)(4) joules. The procedure was completed with another device without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip came loose after using (B)(4) joules. The procedure was completed with another device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope analysis revealed a distal circumferential fracture, thus, confirming the reported event. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. The observed condition of the fiber is consistent with devices that experience tissue adhesion constant prolonged tissue contact, and/or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber tip damages, including glass and metal cap detachments. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the event.